Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure nim trivantage emg tube was reinflated several times but there was still leakage. It was further stated the tube was inspected prior to procedure and no issue was observed. There was no evidence of airway tube kinking or obstruction 5ml syringe was used to inflate air in cuff. The procedure was completed with another product. There was no patient injury.

Manufacturer narrative:
H3: product analysis stated visually, there was contamination on the outside diameters of the cuff balloon and valve. Additionally, there was surgical tape wrapped around the clamp shell. Functionally, a syringe was used to inject 15cc of air into the cuff and no leakages were observed. The cuff was re-inflated and deflated and there were issues observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. There was leaks observed while manipulating the cuff or pilot balloons and the pilot balloon inflated properly as intended. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17, fdr c20 (&) fdc d14 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.